Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient was in the emergency department with chest pain. The pain was substernal and more pronounced with ventricular pacing. Computed tomography scan and echocardiogram confirmed there was no lead perforation. Follow up information revealed the patient was now stable with no further symptoms. The lead remains in use. No patient complications have been reported as a result of this event.